Event description:
Additional information received reported the device received resolved the reported issue.

Event description:
It was later reported that it looked like the device was not charging. It was clarified that the reporter saw a battery that looked like it was 3/4 charged with a round circle and antenna. The reporter pushed the green button and ¾ was solid and last 1/4 was flashing with no coupling bars. There was coupling problem with the patient¿s device and the reporter was assisted with repositioning the antenna and pressed the start charge button. The reporter then used the antenna locate feature and this action resolved the coupling issue at the time of report. The reporter was able to get all the coupling boxes again. It was noted that the patient was still ¿shaking like mad.¿ it was noted that the patient usually had a slight tremor on a daily basis but that was just in the right hand. The patient¿s shaking started in the afternoon the day prior to report. The night prior to report the patient was shaking so bad whil e lying flat on the bed that they had to get up at 3 am to move to a chair. The patient was shaking from their shoulders all the way down and they were shaking so bad they could hardly speak. It was noted that the patient hadn¿t left the house since the friday prior to report since they had been falling a lot. It was found that the patient¿s device was off and this was verified while looking at the implantable neurostimulator (ins) on and off icon on the top row of the recharger. The reporter was assisted with turning the ins back on. Turning the stimulation back on resolved the shaking issues and restored the patient¿s therapy. It was stated that the patient was looking much better and wasn¿t shaking as much.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported they couldn¿t figure out what was wrong with the patient 3 days prior to report and later on they noticed their stimulation had shut off and they had a loss of therapeutic effect. ¿the charger went off, the two buttons on the side, on and off were ifish¿. They went to the health care professional (hcp) the day prior and their stimulation was back on at the time of report. The recharger would not hold a charge. The anomaly appeared to have occurred through product use and no patient harm was reported. They needed a new recharger. The patient would charge every day. Upon device return, no anomaly was found. C100. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.